Manufacturer narrative:
This report is submitted on january 16, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain, swelling and dizziness with device use, however the issue could not be resolved resulting in the decision to explant. The device was explanted on (B)(6) 2016.